Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent, abdominal pain and diarrhea. On the same day as the onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin and gentamycin (doses, routes, frequencies, and durations not reported). The patient was treated for two weeks in the hospital for the peritonitis event; the hospitalization was prolonged due to unrelated medical complications experienced by the patient. The patient was discharged from the hospital to a rehabilitation facility. The outcome of the peritonitis event was not reported. It was reported that dianeal therapies were discontinued. No additional information is available.